Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago.

Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.